Manufacturer narrative:
The following additional information has been added to the b5: allergan received a report that a male patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen, mid abdomen, and lower abdomen using a cooladvantage plus and cooladvantage applicator. In (B)(6) 2020 the treated areas developed firmness and visible enlargement. The patient also reported pain above the navel. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the lower upper abdomen and mid abdomen with paradoxical hyperplasia (ph). The annex e code e2330 has been added. The annex a code has been updated from a26 to a24. The annex c code c19 has been added. The outcomes attributed to ae has been updated from disability or permanent damage to required intervention to prevent permanent impairment/damage.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen, mid abdomen, and lower abdomen using a cooladvantage plus and cooladvantage applicator. In (B)(6) 2020 the treated areas developed firmness and visible enlargement. The patient also reported pain above the navel. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the lower upper abdomen and mid abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a patient was treated on (B)(6) 2020 with coolsculpting and developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.